Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There have been no evidence of any reported liberty cycler product deficiency or malfunction associated with the patient¿s hospitalization in the file. At this time, there is no documentation or indication that the liberty cycler caused or contributed to a serious adverse patient outcome. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available regarding a serious adverse event experienced by a patient and/or user related to a fresenius device(s) and/or product(s), the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A caretaker for a patient on peritoneal dialysis (pd) contacted customer support due to receiving a ¿m01-19 system error¿ alarm in dwell 1 while using the liberty cycler in the hospital. The reason for the patient¿s hospitalization was not reported. No further information is available despite multiple due diligence attempts.